Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 20-24mm in length, 3.5-4.0mm in vessel diameter was located in a moderately tortuous and moderately calcified right coronary artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during initial inflation at 15 atmospheres for 20 seconds the balloon burst. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation on the strain relief. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 3mm long on both sides of the balloon starting at the proximal marker band and extending distally. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 20-24mm in length, 3.5-4.0mm in vessel diameter was located in a moderately tortuous and moderately calcified right coronary artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during initial inflation at 15 atmospheres for 20 seconds the balloon burst. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.